Event description:
It was reported that, "the patient had a (B)(6) on (B)(6) 2011. After discharge from hospital, she dislocated and the bipolar cup dissociated from the inner head at the same time."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.